Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified anastomosis. A 7.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.